Event description:
The pt experienced acute hypokinesis and a sudden worsening of parkinson disease symptoms. He was hospitalized about a week later when he was no longer able to walk or perform activities of daily living. The deep brain stimulator was interrogated and found to be off. Stimulation parameters were changed and the pt improved. The pt required increased medication dosages. The generator battery was at end of svc. Device registration sys indicates the deep brain stimulator was replaced. The hcp/study investigator reported that the adverse event was also possibly related to parkinson medication therapy, parkinson disease progression, and a low serum potassium (not specified) and hematocrit.